Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported aortic root dissection, temporary confusion, and dizziness, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4) would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, "introduction", lists potential adverse events including neurological events (not stroke related) that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with transient neurological symptoms such as temporary confusion and dizziness. An urgent head and neck computed tomography was performed which showed the aortic root dissection. The transplantation center submitted a narrative exception to elevate the patient on the list due to these findings. The patient underwent heart transplantation on (B)(6) 2022. The device operated as expected.